Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user has been re-implanted on (B)(6) 2023 due to an electrode lead extrusion to the external ear channel.

Manufacturer narrative:
Counclusions: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the available information the device was explanted due to the electrode extruded into the external ear canal and a cholesteatoma formation. In addition, two channels were found extra-cochlea possibly due to an electrode migration out of cochlea. A contribution of the observed cholesteatoma to a possible electrode migration cannot be excluded. This is a final report.

Event description:
The user has been re-implanted with a new device on (B)(6) 2023. According to the explant report the explantation was due to an electrode lead extrusion into the external ear channel and cholesteatoma formation. It is also indicated on the explant report that the electrode array was not found fully inserted at the time of explantation; 2 electrodes were found outside the cochlear.